Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set leakage event on 20-jun-2025 at site. Infusion set was used for 2-3 days. Blood glucose level was 20mmol/l at the time of the event. Therefore, patient took correction through pump for the treatment. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.